Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer added or removed insulin outside of the load sequence. The customer was informed that this is off-label use and could cause a false occlusion. Customer successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.